Event description:
Procedure: vats. According to the reporter: the device cut across the apex but did not staple, misfire caused bleeding requiring thoracotomy and patient receiving 1 unit of blood. Surgeon had to suture to complete.

Manufacturer narrative:
.